Manufacturer narrative:
Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in poland it was reported that patient faced an infusion set needle was stuck during insertion and was hard to remove on (B)(6) 2024. No further information available.